Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The lot number of the gore device was not provided. Therefore, a review of the manufacturing records could not be performed and the UDI number is not available. The cause of the aortic expansion were not provided. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU) complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2016, a patient underwent elective endovascular treatment of an asymptomatic chronic dissection in zone 4, which extended to zone 5. The tevar indication was uncomplicated. The primary entry tear was located in zone 4 and was covered. Three conformable gore® tag® thoracic endoprostheses (tgu404020,tgu454520 and tgu454510373720) were implanted, within zones 2, 3 and 4, with coverage extending to zone 5 with no coverage of the left subclavian artery (lsa). At the time of the initial procedure, the maximum aortic diameter and was reported to measure 59mm, in zone 5. No post operative complications were reported. The patient had a spinal drain placed and was transferred to the intensive care unit and discharged to home on post operative day (pod) 2. The maximum aortic diameter within the treated area at time of discharge was not provided. The patient underwent follow up visits on unknown pod(s): 16 and 461. On an unknown date, approximately pod 16, follow up imaging reported the aortic diameter within the treated aorta, evg measured 30mm. On an unknown date, approximately pod 461, follow up imaging reported the aortic diameter within the treated aorta, evg measured 45mm. There have been no additional procedures reported for the patient.

Manufacturer narrative:
According to the gore® tag® thoracic endoprosthesis instructions for use (IFU) complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to: aneurysm enlargement.

Manufacturer narrative:
Additional implanted devices: tgu454520 and tgu454510.

Manufacturer narrative:
Update, event date.